Manufacturer narrative:
The insulin pump was received with intermittent response from the act button, due to corroded keypad traces. No button error alarm was noted during testing. The device was also received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a cracked pump belt clip slot and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.